Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that this device exhibited beeping tones three to four times during weekly alert monitoring. A review of the remote monitoring data revealed that the device beeping was caused by a device reset, which was likely due to the telemetry being rest at the same time telemetry was required by remote monitoring transmission. The rest was benign. Additional engineering findings noted that the power consumption of the device had been increasing steadily. The behavior was consistent with the degradation of a component in the sealed device environment. The device was showing unexpected battery behavior and should be replaced and returned. The device should have a reserve capacity to support therapy for at least sixty two days. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this device exhibited beeping tones three to four times during weekly alert monitoring. A review of the remote monitoring data revealed that the device beeping was caused by a device reset, which was likely due to the telemetry being rest at the same time telemetry was required by remote monitoring transmission. The rest was benign. Additional engineering findings noted that the power consumption of the device had been increasing steadily. The behavior was consistent with the degradation of a component in the sealed device environment. The device was showing unexpected battery behavior and should be replaced and returned. The device should have a reserve capacity to support therapy for at least sixty two days. Additional information noted that the battery showed 51% remaining via remote monitoring in early december 2020 and most recently at the end of december 2020 the battery was at 15% remaining. A review of the recently device data by engineering confirmed that the device should have enough capacity to support therapy for approximately 60 days. The device remains implanted. No adverse patient effects were reported

Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that this device exhibited beeping tones three to four times during weekly alert monitoring. A review of the remote monitoring data revealed that the device beeping was caused by a device reset, which was likely due to the telemetry being rest at the same time telemetry was required by remote monitoring transmission. The rest was benign. Additional engineering findings noted that the power consumption of the device had been increasing steadily. The behavior was consistent with the degradation of a component in the sealed device environment. The device was showing unexpected battery behavior and should be replaced and returned. The device should have a reserve capacity to support therapy for at least sixty two days. Additional information noted that the battery showed 51% remaining via remote monitoring in early december 2020 and most recently at the end of december 2020 the battery was at 15% remaining. A review of the recently device data by engineering confirmed that the device should have enough capacity to support therapy for approximately 60 days. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices, which was expanded in (B)(6) 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this device exhibited beeping tones three to four times during weekly alert monitoring. A review of the remote monitoring data revealed that the device beeping was caused by a device reset, which was likely due to the telemetry being rest at the same time telemetry was required by remote monitoring transmission. The rest was benign. Additional engineering findings noted that the power consumption of the device had been increasing steadily. The behavior was consistent with the degradation of a component in the sealed device environment. The device was showing unexpected battery behavior and should be replaced and returned. The device should have a reserve capacity to support therapy for at least sixty two days. Additional information noted that the battery showed 51% remaining via remote monitoring in early (B)(6) 2020 and most recently at the end of (B)(6) 2020 the battery was at 15% remaining. A review of the recently device data by engineering confirmed that the device should have enough capacity to support therapy for approximately 60 days. The device was explanted and returned. No additional adverse patient effects were reported.